Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer and their spouse reported via phone call that their insulin pump may have over delivered insulin. The customer¿s blood glucose level was unknown at the time of the incident. The customer was performing a set change and they rewound the pump, tried a fill tubing and got a no delivery alarm. The reservoir was empty but had over 200 units of insulin when they started the process. Troubleshooting was not completed as the customer was asked to start over with a new reservoir and they were able to complete the process. The insulin pump will not be returned for analysis.